Event description:
It was reported that the left ventricular lead dislodged after slitting the catheter and suturing. The lead was re-implanted and remains in use. No patient complications have been reported as a result of this event.